Manufacturer narrative:
Section e1(reporter country) has been updated to france in this report.

Manufacturer narrative:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third party service center. During visual inspection of the device, corrosion on metallic surface was found. In addition, the inspection found dust/dirt found inside the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The complaint was unable to confirm, and the device was scrapped as per customer request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third party service center. During visual inspection of the device, corrosion on metallic surface was found. In addition, the inspection found dust/dirt found inside the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The complaint was unable to confirm, and the device was scrapped as per customer request. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.